Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve and 14f esheath via transfemoral approach, there was trouble driving the valve system through the anatomy. The patient anatomy was heavily calcified, tortuous, and small. When the valve exited through sheath, it was not sure if the distal edge of frame was damaged in a tortuous aorta or in the sheath. The distal aspect of the valve frame was peeled back almost into a 90 degree configuration. An attempt to bring the valve back into the sheath was unsuccessful. The valve was deployed in the abdominal aorta just below the renal arteries with good apposition and ultrasound confirmation. A second valve was introduced and placed successful in the aortic position. Per additional information received, there were no abnormalities or damage on the sheath. The sheath was not inserted at a steep angle. Resistance was experienced just past the grey constrained section. No vascular injury occurred.

Manufacturer narrative:
Added h6- type of investigation, investigation findings, and investigation conclusions. Corrected b1, b2, h1, h6- component code and impact code. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to device interacts with non-edwards device. Difficulty advancing the commander delivery system with sapien 3 ultra (s3u) crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue are captured in the product risk assessment and support that it is unlikely that a non-conformance contributed to the reported complaint. 3mensio imagery provided was evaluated, and the following was observed: undersized access vessels (minimum luminal diameter (mld) must greater or equal to 5.5mm for 14f esheath per IFU). Calcification within patient's access vessels. Tortuosity seen in patient's access vessels. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. As the complaint for valve frame damage was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A pra was previously initiated to investigate and assess the risks associated with valve frame damage. A corrective and preventive action (CAPA) was initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA was closed after demonstrating reduction of frame damaged complaint rate. The complaint for frame damage was unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "there was trouble driving the valve system through the anatomy. The patient anatomy was heavily calcified, tortuous, and small. When the valve exited through sheath, it was not sure if the distal edge of frame was damaged in a tortuous aorta or in the sheath. The distal aspect of the valve frame was peeled back almost into a 90 degree configuration". Per training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Evaluation of the patient imagery provided revealed tortuosity, calcification, and undersized vessel diameters in the patient's access vessels. The presence of calcification, tortuosity and undersized access vessels can create a challenging pathway during the delivery system insertion through the sheath, it led to the high push force and resistance. So, if excessive force was applied to overcome the high push force/ resistance, it could result in bent strut as reported. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (calcification, undersized vessels, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Event description:
As reported by the field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve and 14f esheath via transfemoral approach, there was trouble driving the valve system through the anatomy. The patient anatomy was heavily calcified, tortuous, and small. When the valve exited through sheath, it was not sure if the distal edge of frame was damaged in a tortuous aorta or in the sheath. The distal aspect of the valve frame was peeled back almost into a 90 degree configuration. An attempt to bring the valve back into the sheath was unsuccessful. There was retrieval difficulty of the delivery system as the proximal portion of the crimped valve would not enter the sheath. The valve was deployed in the abdominal aorta just below the renal arteries with good apposition and ultrasound confirmation. A second valve was introduced and placed successful in the aortic position. Per additional information received, there were no abnormalities or damage on the sheath. The sheath was not inserted at a steep angle. Resistance was experienced just past the grey constrained section. No vascular injury occurred.